Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that a patient was picked up a patient at (B)(6). The patient was switched onto their cardio help and hls set. The hls set lasted for 48 hours with no problems ¿ than the customer noticed a crack in the disposable where blood was coming out. No harm to any person has been reported. On 2025-03-05 new information has been provided by the ssu (sales and service unit) as follows: approximately 10 ml blood was loss from circuit and no blood transfusion was required due to leakage. The hls set was connected to the patient on 2026-02-28 and the leak was noticed on 2026-03-02 on the pump housing. The hls set was replaced with a new one on 2026-03-02. Due to the reported blood leakage and the exchange of the hls set a report is required. Complaint ID: (B)(4).